Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the implant at tooth site #7 was removed due to fractured implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) ifnt3215, (full osseotite® tapered certain® implant 3.25 x 15mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 989606. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 989606 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant¿ the customer did submit one (1) image for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.